Manufacturer narrative:
Correction is being made to previously submitted initial medwatch with g3 of september 19, 2023 which was not late. The medwatch was submitted in error. At the time of this report, the event was incorrectly assessed as being able to cause or contribute to a death or a serious injury if it were to recur.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the laser system displayed system error 17. There were no reports of patient harm.